Manufacturer narrative:
Manufacturer's investigation conclusion: the potential obstruction could not be confirmed through this evaluation. Analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log file contained events from (B)(6) 2023. Low flow hazard alarms were captured on (B)(6) 2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
An obstruction was not able to be confirmed or ruled out as the patient left against medical advice (ama) before testing was completed. An echocardiogram was completed that showed no evidence of suction, obstruction, or thrombus. A computed tomography angioplasty (cta) was scheduled for outpatient. The patient did not develop any symptoms, and the cause of the low flow alarms was not identified. The alarms resolved; the patient stated they stopped in the emergency department without treatment.

Event description:
It was reported that the patient was seen in the clinic with a flow of 3.7 liters per minute (lpm), speed of 5500 rotations per minute (rpm), power of 3.9 watts, and a mean arterial pressure of 85 mmhg. The patient had persistent low flow alarms but was otherwise asymptomatic. The event log files captured low flow events on (B)(6) 2024 at 15:10 that persisted throughout the remainder of the log. Some of the low flow flags were not sustained long enough to trigger the audible alarm. Pump power, flow, and pulsatility index all trended downward which could have been caused by an obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.